Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia). Follow up was completed and it was verified that reprogramming was completed. The lead was reprogrammed from bipolar to tip-to-coil and the rv sensitivity was also adjusted. The lead remains in use. No patient complications have been reported as a result of this event.